Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, after the iol was implanted, he noted a spot on the central ring of the iol when looking through a microscope. Since the physician did not have another iol in stock to replace, he had no choice but to keep the iol implanted. Additional information has been requested.